Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced resistance while filling a cartridge. There was no impact to the customer's blood glucose level. The customer did not have supplies to troubleshoot at the time of the call with tandem technical support and stated to be reverting to a non tandem backup pump until more supplies could be obtained. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.